Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged the display of the insulin pump was black, vibrate and alarm red light. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer states the alarm did not disappear. Assisted in performing self test. Test passed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Pump failed to boot up once installing aa battery, blank display was noted. Unable to perform the sleep current test, active current test, and self-test due to blank display. Test sc1-cap locks properly into the reservoir compartment. Unable to download pump history files and traces using thump software due to blank display. Pump was cut open to perform visual inspection and found evidence of physical damage to the electronic assembly. Found a crack on the u6 chip on pcba 2. Also found bleeding and cracked glass on pcba 1. The following were also noted during visual inspection: scratched case, cracked keypad overlay, and pillowing keypad overlay. Blank display was confirmed during testing due to a cracked u6 chip on pcba 2. Unable to verify customer's complaint for audio/vibrate anomaly/absence of alarm due to blank display. During visual inspection, found cracked glass and bleeding on pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.